Manufacturer narrative:
Complaint (B)(4). No samples (actual or unused) of complained batches a17054d3, a1708374, a1707476, a17093jl, a170734m were received from the customer. Received customer pictures. We have no further inventory of the material/batches. We have no further complaints on the material/batches. We forwarded the complaint and pictures to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a check of the production documentation of the concerned batches was performed and no deviations which could be related to the reported event could be found. These batches, with the exception of a170734m, have been delivered to other customers and there are no similar complaints. The complaint cannot be determined.

Event description:
Customer states there have been several occurrences of broken cannulas after use when inserted into the port line of the bottle. A 6ml tube is connected until the tube is properly filled. The tube is removed and the holder is discarded. The needle from the holder remains in the tube after the tube has been removed from the holder. Per the distributor, the occurrences are at five different customer sites but as the incidents seem to be isolated we are told the users were unaware that it had happened at the time and cannot accurately describe what was being done for the specific occurrences.